Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had a lead warning. Low impedance was noted along with higher unipolar impedance than bipolar impedance. Records indicate that the lead was capped and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular lead had a lead warning. Low impedance was noted along with higher unipolar impedance than bipolar impedance. Records indicate that the lead was capped and replaced. No patient complications were reported as a result of this event. An insullation breach was also noted.